Event description:
Event reported as oozing / blood leakage during the surgery, oozing from the seam of the graft body and blood leakage from the seam of the graft branch root were observed (see attached videos). A hemostatic agent was used, and there was no health damage to the patient. There was no health damage to the patient. As this event covers 2 different types of leakage, these events were logged by tag (terumo aortic glasgow) as tag0473 - oozing / blood leakage > seam of the graft body. Tag0474 - oozing / blood leakage > seam of the graft branch root.

Manufacturer narrative:
Clinical code: 1888 - hemorrhage/blood loss/bleeding : during the surgery, oozing from the seam of the graft body and blood leakage from the seam of the graft branch root were observed. Impact code: 2199 - no health consequences or impact: site reported that there was no health damage to the patient. 4641 - unexpected medical intervention: a hemostatic agent was used to stop the blood leakage. Medical device problem code: 1250 - fluid/blood leak: blood oozing from the seam of the graft body and blood leakage from the seam of the graft branch root were observed. Component code: 4755 - part/component/sub-assembly term not applicable. Type of investigation: 4110 - trend analysis: ·four year review was performed for tag0473: gelweave > leakage > blood oozing > body, occurrence score was 0.001% and no trend was identified requiring action at this time. ·four year review was performed for tag0474: gelweave > leakage > blood oozing > branch root, occurrence score was 0.000% and no trend was identified requiring action at this time. 4117 - device not accessible for testing: device remains implanted. Findings code: 3233 - results pending completion of investigation. Conclusion code: 11 - conclusion not yet available.